Event description:
In 2008, after experiencing horribly red eyes and swollen eye lids for a few months, I decided to have my eyes checked by my eye dr. To my surprise, she indicated I had an allergic reaction to the material of the acuvue oasys contact lens. I was shocked. I have worn contact lenses for 22 years, different brands, and never had the issues I had experienced with these lenses. I decided to do a bit more research to see if others had issues I did. Much to my surprise, hundreds of people have been experiencing the same issues and some even more serious as I have with these contact lenses. In some cases, there was a permeant damage done to some individuals' sight from using these lenses. I decided to contact johnson & johnson as I was now concerned there were definitely issues with the product and not just a fluke that I was allergic to them. I was immediately brushed off and told that anyone can experience adverse reactions to lens material...even solution. I do believe that more testing needs to be done with these lenses. It took about 1 month for my issues caused by the allergic reaction to actually start showing. I am not the type of person to complain about products that may not work for me, however, in this particular case, my complaints are due to my concern for others who may not realize the issues that these lenses can cause. Please do the right thing and take some time to test these contacts more. Dates of use: 2008. Diagnosis or reason for use: to correct vision. Event abated after use stopped or dose reduced: yes.